Event description:
It was reported carelink does not respond to start/stop button. Patient has already reset power cord with no success. Further reported monitor has transmitted in the past, last transmission having been approximately nine weeks previous. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed, and no anomalies were found.